Event description:
The device pocket was relocated due to patient complaint of discomfort. Device remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
On (B)(6) 2026, the device was repositioned a second time due to discomfort. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.